Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
(B)(4)-fall, decreased efficacy, explant. Information was received from a consumer and the manufacturer representative regarding a patient who received dilaudid, unknown baclofen, and clonidine (unknown concentrations and doses) in an implantable pump failed back surgery syndrome and spinal pain. The patient had been in the hospital for four days because the wound never healed and the patient was getting sick. The patient complained of headache, nausea, vomiting, and feeling awful. An intravenous line (IV) was placed and antibiotics were administered. The patient had "bacteria" (also reported as infection) and a MRI was to be performed. The reporter was calling to provide information to the MRI department (required to fax form with patient name, model, and serial number of the pump). Information from the healthcare provider (hcp) also indicated the reason for MRI was "pain pump failure." Labs were drawn and a lumbar puncture was performed. Meningitis was suspected and the healthcare provider (hcp) was planning to remove the system (date not reported). There was no known environmental/external/patient factors that may have led or contributed to the issue. The issue was considered ongoing. The status of the patient was stated to be alive and with no injury. Additional information was received from a healthcare provider. It was reported that the healthcare provider was still waiting on the cultures to confirm meningitis. It was also reported that there was scheduled explant, and that the patient remained in the hospital on intravenous antibiotics.